Event description:
Pharmacist/manager advised that pharmacist spoke with the spouse of pt in 10/2001. Spouse advised pharmacist there were only 7 of 10 lancets, and 3 of 10 strips in kit. Spouse said there was a lancet in the lancing device, which the pt used. When spouse attempted to use the meter, it said "clean". Upon removing the test strip holder, spouse discovered blood. Spouse cleaned meter wtih a q-tip which spouse saved. Pharmacist advised spouse to call the md. The md advised spouse takes the patient to emergency room.. There the pt was given a tetanus shot, and the hepatis b series commenced. The facility didn't test the blood on the q-tip because it was dry. The pharmacist who sold the meter said it looked intact, complete with the wholesaler label on the box. Pharmacist was concerned that pharmacist's wholesaler might have mishandled the kit as pharmacist felt confident that the condition of the meter was not the fault of the pharmacy. Allegedly kit was not opened nor demonstrated for customer. Serial number on box and meter matched. They rec'd the system in december 2000. No other information is known. Further attempts to contact pt have failed.